Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump unexpectedly reset. The customer's blood glucose level was not impacted as the customer was not using the pump for insulin therapy at the time of the event. The customer was to continue using manual injections for insulin therapy.